Event description:
The customer contact reported sparks. On an unspecified date and time, the device was programmed to deliver saline, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted sparks from the male end of the ac power cord plug. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the pt or to the nurse and there was no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.